Manufacturer narrative:
(B)(4).

Event description:
It was reported that a surgeon was experiencing communication issues with a patient's generator at a post-surgical checkup. The surgeon was able to successfully communicate with the generator during the surgery to turn on the device and it was reported the patient could feel the stimulation. A company representative was able to successfully interrogate a demo device with the surgeon's programmer after the patient had left the post-surgical visit. Review of the device history record for the generator was performed and did not identify any anomalies during manufacture of the device. No additional relevant information has been received to-date.

Event description:
It was reported by the company representative that the patient's generator was able to be interrogated at the neurologist's office, after the time of the report that it could not be interrogated. Diagnostics were reported to be within normal limits.